Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Pump error 24 and pump error 25 limits were in specification, however the power management graph indicated connector resistance issue. Unexpected replace battery alerts in the pump history file and during monitoring due to connector resistance issue. Unexpected replace battery now alarms in the pump history file due to connector resistance issue. Connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture at top right corner of overlay, severely faded serial number label and peeling end cap address label.

Event description:
It was reported via phone call that insulin pump alarmed replace battery now without low battery alarm. Customer¿s blood glucose was 6.9mmol/l at time of incident. Insulin pump will be return for analysis.